Event description:
Literature: heetla hw, staal mj, kiphuis c, van laar, t. The incidence and management of tolerance in intrathecal baclofen therapy. Spinal cord 2009; 1-6. Summary: this article presents a retrospective study long-term follow-up study was performed to quantify tolerance (a yearly increase of at least 100 mcg baclofen to maintain effect) in a cohort of all patients implanted between 1991 and 2005 with at least one year of follow-up with a minimum of one visit every six months which included ashworth ratings, dosing data of baclofen and dosing data of co-medication, as well as drug-related side effect reporting. The study also described the strategies to treat tolerance. Moreover the long-term drug related side effects were described. Reported event: one patient experienced a pump defect resulting in an unscheduled revision. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.